Event description:
It was reported that during routine exchange of this pacemaker, the terminal pin of the right ventricular (rv) lead became stuck in the device header. The lead was cut and the remaining rv lead portion was surgically capped. A new lead was successfully implanted. No additional adverse patient effects were reported.